Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient representative stated, "this pump feels like it's right underneath the skin. It's worrisome to me. She keeps hitting it and it gives her pain in that one spot. The pain starts from there and then generates to the center of her back. We showed the doctor on friday and he said 'maybe I didn't put it in far enough,'" and then stated, "he wants to open her back up. Are there any other doctors that do this procedure? I'm not sure that I trust him." The patient representative stated, 'it feels like you could almost turn it - like you can grab the ends and flip it." The patient representative noted that the healthcare provider stated, "maybe it's not embedded enough. We can push it in there and push in another pocket". When inquired about event date, the patient representative stated "it's recent - in the last couple of weeks." Agent reviewed and redirected the patient to their healthcare provider. Agent also emailed a physician listings. Additional information was received from a patient representative reporting that he noticed in the center of the back there seemed to be a bubble under the skin and then it went away. The patient representative was wondering what the bubble could be. He noted he called the healthcare provider (hcp) and left a message. Additional information received from the healthcare professional indicated that the pump did not have any problems and the patient is very pleased with it. It was reported the pump had shifted in the pocket so they plan on revising the position soon. It was reported that the cause of the feeling the pump underneath the skin and pain at the pump site was due to the pump that was tipped anteriorly at the top. It was reported that it was not painful unless the patient bumped into something. The action/interventions planned included performing only a pocket revision set to occur in a few days.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (con). The patient stated they went to the healthcare provider (hcp) and the hcp said he adjusted the dose restriction, but it was still showing 3 times in 24 hours. The patient wanted to know what it should be. The patient stated the was not sure how to program it. The patient will try another hcp.